Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Exemption number e2014015. Total number of events summarized - 2. Aris - 2. Supris -0. Omnisure -0. Minitape -o - attachment: [otn__april_may_2016.zip].

Event description:
As reported to coloplast, though not verified, information received from patient's legal representation: patient was implanted with an aris sling on (B)(6) 2007 and in 2014 the patient suffered from sui once again, accompanied by intense and prolonged pain in her pelvic area, dyspareunia, and recurrent urinary tract infections (uti). Physician noted that the sling had broken, and patient had several metallic pieces of the device stuck on the internal walls of her vagina, puncturing and cause bleeding and sharp, excruciating pain. The physician extracted portions of the device by pulling the pieces of the device out causing the patient great pain. One week later the patient was experiencing debilitating pain and went to the ER where she was diagnosed with a severe vaginal infection and was admitted to the hospital where she remained hospitalized for 6 days.